Manufacturer narrative:
Stryker evaluated the device and was unable to duplicate the reported keypad issue, however a power issue was discovered. Stryker determined that the likely cause of the issue was due to process adhesive on one of the device¿s ac input pcbs. This can trigger the overvoltage protection of the ac power adapter and may result in the device being unable to power on or charge the batteries.

Event description:
The customer contacted stryker to report that their device's power button not working, intermittently. In this state, the device may be unable to deliver defibrillation therapy if needed. There was no patient involvement reported during the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device's power button not working, intermittently. In this state, the device may be unable to deliver defibrillation therapy if needed. There was no patient involvement reported during the event.